Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 425 mg/dl. The customer stated that at one point the pump died in the night and she woke up with blood glucose of 425 mg/dl. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated that timing was not less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. The customer instructed to wait for insert battery alarm before inserting new battery that is not expired and was not stored in cold environment. The device will not be returned for analysis.